Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, after using the sample lens, the patient's vision post-surgery had shifted towards myopia, leading to a complaint report based on refractive error. The lens has been replaced with another lens. There is no information provided about the replacement lens upon follow up. The facility disposed of the lens, making it unavailable for return. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).